Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to suspected premature battery depletion. The device reached its elective replacement indicator on september 7, 2006 and the last automatic capacitor reform on september 6, 2006 had a charge time of 20.6 seconds. The monitoring voltage was noted to be 2.87 volts. There was noted to be 500 tachycardia events; however, most resulted in no therapy.